Event description:
It was reported when the device was used during a gastric procedure, one-fourth of the staples were not closed. The device was reloaded and the case was completed. There was no reported pt consequence.